Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corroded connector terminal pin, printed circuit board malfunction, digital visual interface connector on the printed circuit board was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "image was not displayed" occurred due to corroded connector terminal pin. "Not working" occurred due to printed circuit board malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device, olympus endovision, was not functioning. The issue occurred during service or maintenance (not in a clinical setting). There were no reports of patient involvement.